Event description:
It was reported to boston scientific corporation that a wallstent rx biliary stent system was used during an endoscopic retrograde cholangiopancreatography procedure on (B)(6) 2013. According to the complainant, the indication for stent placement was treatment of a malignant stricture within the common bile duct. The patient's anatomy was not tortuous. During the procedure a popping/clicking sound was heard when the technician tried to deploy the stent. The physician stopped the deployment and removed the stent. Reportedly, the stent had frayed wires, but the wires did not perforate the outer sheath. The physician completed the procedure with another wallstent rx biliary stent system. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted on the stent delivery system. It was noted that several distal stent wires had perforated the outer sheath at approximately 8 mm proximal to the distal end of the outer sheath. During analysis when the distal handle was retracted, the inner shaft exited through the guidewire access port and the outer sheath could not be retracted. The shaft was dissected proximal to the guidewire access port and the inner shaft and stent were withdrawn. The compressed area of the inner shaft was kinked and twisted at several locations from where it had exited through the guidewire access port. In addition, the distal stent wires were uncrossed and damaged from where they had perforated the outer sheath. No issues were noted with movement of the outer sheath proximally or distally. No other issues were noted with the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context.

Event description:
It was reported to boston scientific corporation that a wallstent rx biliary stent system was used during an endoscopic retrograde cholangiopancreatography procedure on (B)(6) 2013. According to the complainant, the indication for stent placement was treatment of a malignant stricture within the common bile duct. The patient's anatomy was not tortuous. During the procedure a popping/clicking sound was heard when the technician tried to deploy the stent. The physician stopped the deployment and removed the stent. Reportedly, the stent had frayed wires, but the wires did not perforate the outer sheath. The physician completed the procedure with another wallstent rx biliary stent system. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.

Manufacturer narrative:
Reported issue of frayed stent wires. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.